Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed mg results is unknown. However, the instrument data shows the depressed mg results was restricted to a reagent well pair in the mg flex reagent cartridge. The issue is under investigation by siemens healthcare diagnostics inc..

Event description:
Discrepant depressed magnesium (mg) results were obtained on qc and patient samples. Patient results were not reported to physicians. The account repeated the samples with an alternate mg reagent cartridge well set and higher results were obtained and reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed mg results. There was no report of adverse health consequences as a result of the falsely depressed mg results.

Manufacturer narrative:
Original MDR submitted 2015-07-23. Siemens healthcare diagnostics has received customer complaints for the dimension vista magnesium (mg) lot 15063ba. The complaints were related to erroneous low results on a small number of reagent wells. Siemens healthcare diagnostics issued an urgent medical device recall communication (B)(4) dated september 2015 instructing customers to discontinue use and discard any remaining inventory of the affected lot and to contact siemens healthcare diagnostics for replacement product. Data collected from the customer complaints shows that there is the potential for under-recovery on certain wells for quality control(qc) and patient sample results. When this issue occurred, the under-recovery ranged from -0.3 mg/dl [0.12 mmol/l] to - 1.6 mg/dl [0.66 mmol/l]. The average under-recovery was -1.0 mg/dl [0.41 mmol/l]. This issue is demonstrating a low frequency of occurrence with an estimate one (1) in every 10,000 tests may be affected. Repeating the sample on a new well or a new flex cartridge resolves the issue. This issue is likely to be detected by quality control (qc) or calibrators if they are run on the affected wells of reagent.